Event description:
It was reported that a 9.5" smallbore trifuse ext set w/3 microclave® clear, nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock generated a leak during patient use in location h12. It was reported that the intravenous (IV) tubing was leaking near the bifurcation of the triset. A simple picture has been provided. There was no patient harm.

Manufacturer narrative:
A series of photos were shared by the customer, where a leak is observed from the tubing and adaptor bond where from the green clamp of set #a1141, a tubing tear, and good solvent evidence were confirmed. One (1) used. List #a1141, 9.5" was returned for evaluation. As returned no physical damage or anomalies were observed, no mating device was returned for evaluation. The set was tested and a leak from adaptor and the tubing bond near the green clamp was confirmed. No additional leaks along the device were observed. Complaint of leak can be confirmed. The probable cause is typically due to pulling force applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.